Event description:
Pt was found unconscious by emts. At the hosp, the suspect device gave a blood glucose reading of 29 mg/dl. Pt was treated with 1 ampule of d50. The lab draw at the same time was 112 mg/dl. A repeat 1 hr later showed blood glucose readings at 27 mg/dl on the suspect device and 163 mg/dl for the lab draw. Controls were in range on suspect device. Pt was not a diabetic and hosp diagnosis was "alcohol hypoglycemia".

Manufacturer narrative:
Standard disclaimer on file.